Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for post-operative follow-up following av nodal ablation. Pacing inhibition was noted on external EKG. Oversensing was not reproducible with isometric and arm movement. Freeze capture revealed myopotential oversensing. Programming changes were made. Dft and further actions will be discussed with the physician. The patient was stable.